Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had a deformed stopper. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report, pusher was slanted/diagonal. 1/24/2024. 1 sample was returned. Bdj found that the stopper was deformed. Row#2 was added after the actual sample was returned.

Event description:
It was reported that the bd ultra fine¿ insulin syringe had a deformed stopper. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report, pusher was slanted diagonal. (B)(6) 2024. 1 sample was returned. Bdj found that the stopper was deformed. Row #2 was added after the actual sample was returned.

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.